Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The distal end of the introducer sheath was covering the balloon proximal bond. The balloon was inflated with water to determine if any leaks were present in the balloon or catheter; no leaks were observed. However, the balloon did not fully inflate due to dray contrast in the balloon inflation tube. A review of the lhr was not possible as the lot number was not provided. Based on the provided info and the investigation performed, the root cause for the reported device pull through could not be conclusively determined.

Event description:
The following info was reported: during pullback, the balloon came to first pullback just fine. But during the second pullback everything pulled out through the arteriotomy. Manual compression was applied for 20 minutes. The procedure type was an interventional coronary. The stick location was at the femoral head. The pt was hospitalized for reasons unrelated to the mynx device/ mynx procedure.